Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is being filed for the loose hemostasis valve and leak during preparation. If used in the anatomy, a loose valve and leak have the potential for air leak/embolism. It was reported that during device preparation of clip delivery system (cds 50508u134), while loading the clip into the clip introducer, the cds hemostasis valve was loose. Per physician, air was then noted in the introducer chamber. The device was not used in the anatomy and there was no patient involvement. There was no additional information provided regarding the device issue.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The reported unstable clip leading to leak was not confirmed via returned device analysis. In this case, the discrepancy between what was reported (leak and unstable clip introducer) and what was observed (no leak and stable clip introducer), was likely due to different user technique utilized during the preparation versus the returned product analysis. Potential causes for clip delivery system (cds) leaks and unstable clip introducer (ci) were considered, including manufacturing and user technique. Leaks and unstable clip introducer can be influenced by manufacturing anomalies, such as damaged clip introducer. The returned device analysis did not replicate the reported leak. Factors related to procedural conditions/user technique which can influence leaks and unstable clip introducer include, but are not limited to, the steps utilized to de-air the device during preparation, loose connections between the luer and accessory devices or not following the procedural steps outlined in the instructions for use (IFU). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak in this incident could not be determined. The returned device analysis was unable to confirm a leak. It is possible that the user technique during device preparation contributed to the reported unstable ci leading to leak; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).